Event description:
Per symposium presentation during hernia week 2020 (B)(6)- "three cases of mesh infection after abdominal wall hernia requiring mesh removal" as reported that the patient underwent repair of an umbilical hernia and a bard/davol ventrio st mesh was implanted. It was reported that a mesh infection occurred approximately one and a half months after the operation. It was reported the patient was treated with conservative therapy (opening the wound and vac) but the infection did not resolve. Four months later, the patient underwent mesh removal and direct suturing was performed. It was also reported that the patient was doing well and discharged 72 days after the operation.

Manufacturer narrative:
Based on the information obtained, no conclusion can be made. Postoperative infection is a known inherent risk of surgery. The instructions-for-use (IFU) supplied with the device identifies infection as a possible complication. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Without a lot number, review of the manufacturing records cannot be conducted. Note, the date of event is estimated based on the information available. Note, we were unable to locate an english translation of the attached article/abstract. If/when additional information be provided, a supplemental emdr will be submitted.